Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 04/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2017 with the following findings: the battery cap was not returned with pump at time of investigation; a test cap was used during investigation. Test cap able to attach securely to the pump. Evidence of moisture behind display lens. Unable to perform 24-hr basal program test due to replace battery and cs 006 alarms during 24-hr test. Two unexplained por events observed in the bb on (B)(6) 2017. Unable to duplicate complaint of intermittent power during investigation. Leak test failed due to display lens leak. Opened pump; evidence of moisture throughout pump internally.